Event description:
The hospital biomed reported the mx40 telemetry device had no sound. The device was not in use at the time of event, no adverse event was reported.

Event description:
The hospital biomed reported the mx40 telemetry device had no sound. The device was not in use at the time of event, no adverse event was reported.